Event description:
Physician reported "ruptured device. The patient is in the first pregnancy semester." Side unknown. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.